Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise on the shock channel. Potential lead damage was suspected, and a lead revision procedure was going to be planned for an unknown future date. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).